Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy the 1st clip was applied to the cystic duct. The 2nd clip was malformed. The surgeon took the instrument out from the abdomen cavity and tried to fire it a few times. The 3rd through 7th clips were malformed. The 8th clip was out without firing. The rest of the clips didn't come up even with firing. There was no patient consequence.